Event description:
A report was received that a pt underwent a revision procedure due to discomfort at the pocket site. The pocket site was relocated from the pt's flank to the front of the body. The pt is reportedly doing well following the revision procedure.

Manufacturer narrative:
This is the final report.